Event description:
Boston scientific received information that this right atrial lead was fractured. While no adverse patient effects were reported, surgical intervention was necessitated to abandon the lead. Another lead of same model type was implanted without reported complications.

Manufacturer narrative:
If this product is returned in the future, a follow-up report will be submitted.